Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
PICC found to be leaking.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer which would result in leakage. A CAPA was initiated to address the leakage issue and is currently in the effectiveness phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. There were 2 other complaints in the lot.